Event description:
It was reported that a patient first contacted a patient liaison to inquire about his inflatable penile prosthesis (ipp). He stated his device no longer works, and that the bulb of the pump stays deflated, and will not pump. The patient could not tell exactly what the problem is, but he feels that it could be a leak or a reservoir issue. Later, the patient was seen by a physician and fluid loss with his device was confirmed, and will have a future revision.